Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 596 mg/dl, 277 mg/dl, and 177 mg/dl. A result of 195 mg/dl was also obtained within 10 minutes on the sensor system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Caller did not provide information regarding the sensor system. Will not be returned to manufacturer.